Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset of the event. The event was manifested by excruciating abdominal pain. The cause was unknown. The patient was treated with oral bactrim (later changed to intravenous route due to an adverse reaction) and ceftriaxone intravenously (doses and frequencies not reported). On an unreported date, pd catheter was discontinued and the patient was switched to hemodialysis. At the time of this report, hospitalization as ongoing and the patient was recovering from the event. Additional information is not available.